Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. It was noted that the left ventricular (lv) lead exhibited high thresholds. It was also noted that there was high atrial capture with the right atrial (ra) lead. The leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.